Event description:
It was reported that the lead was explanted and replaced due to oversensing. No patient complications have been reported as a result of this event.

Event description:
It was reported during the implant procedure that there was oversensing on lead and with the device, the device also appeared to have grommet damage. The device was not implanted. No patient complications have been reported as a result of this event. It was also reported that the lead was explanted and replaced due to oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed. No anomalies were found however, on visual inspection the device revealed damage to the grommets. The visual inspection showed the outer tubing overlay was melted, the outer insulation had a cosmetic depression that appeared a result of the lead explantation.